Manufacturer narrative:
The following fields were updated due to corrected information: d.9. Device available for eval?: no. D.9. Returned to manufacturer on: na. H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges missing / incorrect component when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0350304. Bd quality performs a systematic approach to investigate missing / incorrect component issues. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. A bhr investigation and retention testing were performed on the provided batch number. The complaint was unable to be confirmed. No product was returned; however, a photograph was provided confirming the issue. There is no current adverse trend against missing / incorrect component issues. Quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10.

Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor a mix of product types was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that product 256082, lot 0350304 contained 1 flu a/b test device. (B)(6): (B)(6) 2021 16:13:28 (gmt). Customer problem: customer called to report that product 256082, lot 0350304 contained 1 flu a/b test device. Steps taken with customer/troubleshooting: customer stated that they inadvertently used a flu a/b test device that was found inside their product 256082 kit box. Customer noticed it when they inserted the test device into the analyzer. No other flu cartridges were found in the box. Asked the customer if there is any way their staff had mixed up test device and she answered no. Also explained to the customer that mixing up components will yield invalid results. She did not have the analyzer and verification cartridge available at the time. Will follow up with the customer for that information.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor a mix of product types was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that product 256082, lot 0350304 contained 1 flu a/b test device. (B)(4): (B)(6) 2021 16:13:28 (gmt): customer problem: customer called to report that product 256082, lot 0350304 contained 1 flu a/b test device. Steps taken with customer/troubleshooting: customer stated that they inadvertently used a flu a/b test device that was found inside their product 256082 kit box. Customer noticed it when they inserted the test device into the analyzer. No other flu cartridges were found in the box. Asked the customer if there is any way their staff had mixed up test device and she answered no. Also explained to the customer that mixing up components will yield invalid results. She did not have the analyzer and verification cartridge available at the time. Will follow up with the customer for that information.